Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the emergency room due to stimulation turning on by itself resulting in uncomfortable overstimulation and then no longer feeling stimulation. At one point it was reported that the patient experienced back spasms due to the issue. Medical personnel confirmed that stimulation was off. However, at times, the patient could still feel the uncomfortable overstimulation. Troubleshooting with a magnet to address possible electromagnetic inference at one point resolved the issue as the patient reported stimulation had turned off. Patient was released from the emergency room. It was also reported the patient stopped using/charging the scs system due to the issue and experiencing a burning sensation at the scs ipg pocket site. As a result, the scs ipg became inoperable. The scs ipg was explanted and replaced with a different model. The issues resolved with the surgical intervention.